Manufacturer narrative:
The device expiration date is corrected from 1-30-2018 to 1-9-2018. A pathologist¿s review of the submitted photos indicated there was likely pannus, possibly with some additional inflammation, on the external surface near the sewing cloth. It could not be determined if there was stenosis in that area, but the bioprosthetic diameter did appear to be reduced under the deposited host tissue. The material along the inflow and above the cloth was confirmed to be pannus. The results further above the leaflet inflow were inconclusive: there was possible host cell or fibrin deposition in addition to pannus; the host tissue on the leaflet looked friable, but the appearance may have been due to handling of the tissue with instruments that disrupted the material. Stenosis caused by pannus is a known failure mode; host tissue overgrowth (pannus) is generally considered a patient-related condition. However, without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: device was not returned for analysis. Photographic images were sent for evaluation. Evaluation remains in progress. Once the evaluation is complete a supplemental report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Investigation is in progress, once the investigation is complete a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 8 months post implant of this bioprosthetic valve, stenosis was observed at the tricuspid valve. The physician is questioning if the stenosis is caused by an allergic reaction from the porcine valve implanted in the pulmonary position. It was noted that the patient has high acidocyte. Explant of the valve is scheduled for (B)(6) 2014. At this time, the device remains implanted. Additional information was received that 9 months post-operative the valve was explanted due to stenosis. The valve was replace with another valve. No further adverse patient effects were reported. The valve was sent to the hospital's pathology department. It is unknown at this time, if the valve will be returned for analysis. Additional information was received that upon explant, the patient observed white pannus like tissue around the valve. Due to the hard adhesion, the valve could not be explanted as a whole, the valve was explanted in pieces. Noted the bottom area of the valve (photo#4685), was deformed and rough surface looking like degeneration, causing possible stenosis. Inside condition of the valve towards the bottom (photos #4684 and #4690) looked like a rough surface.